Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: no defect was found during investigation with the sound quality. The complaint of an intermittent sound defect was not found during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. The reporter alleged intermittent sound after a bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.